Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons harder to press and had to press multiple times for them to respond. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had unexplained no delivery alarms and rejects new batteries. The customer also stated that insulin pump screen hard to read in the sunlight-effects visibility. The insulin pump will be returned for analysis.